Event description:
Customer reports meter would only repeat insert strip and not give a reading while using the advantage system. Customer had low blood glucose symptoms and was trying to test. Customer last tested 2 1/2 hours prior. Paramedics were called, tested customer with a result in the 20's mg/dl. Customer was treated with an IV of unk contents at the scene. A request was made for return of the suspect product and a replacement was sent.